Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-002272. It was reported the patient developed an infection. It was stated the patient has a history of flesh-eating bacteria infection. The patient is being treated with antibiotics. Subsequently, the patient may undergo surgical intervention as the next course of action. Please note: it is unknown where the infection is located. Therefore, all suspected devices are being reported.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-02272.